Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose and low blood glucose of +500 mg/dl and 51 mg/dl respectively. Customer treated low blood glucose with food and glucose tablets. Customer declined to troubleshoot for high and low blood glucose. Insulin pump will not be return for analysis.